Event description:
During use in a carotid artery angioplasty/stenting procedure, the tip of the aviator balloon catheter used for predilation and another aviator balloon used for post dilation as well as the proximal section of the non-cordis emboshield embolic protection device were not seen well under fluoroscopy. The aviator balloons then became wedged with the embolic protection device and were not able to be released. An unk 0.014 guidewire was introduced alongside the embolic protection device and an unk coronary balloon catheter was inserted to the proximal section of the embolic protection device and inflated enough to hold the embolic protection device in place. There after the first aviator plus (B)(4) was released and retrieved from the vessel without injury to the pt. The lesion was treated with an unk carotid stent. Post stent dilatation was performed with the second aviator plus (unk catalog/lot) and the same incident occurred requiring the same rescue procedure which was successful without pt complication. There were no anomalies seen during device preparation and the instructions for use were followed. The vessel was very tortuous, however, there are no other details regarding the specific target site, side of lesion, stenosis %, and other lesion/vessel characteristics. The pt's weight is not known. Prior to the events, a femoral approach made to the carotid artery and the emboshield embolic protection device was inserted.

Manufacturer narrative:
The devices are not available for eval and the lot numbers are not known; therefore, a device history record review cannot be completed. Based on the available info and without the return of the product, no conclusion can be made regarding the inadequate radiopacity of the involved devices. It is not known if imaging equipment or pt factors contributed to the event. As reported, the procedural factor of continued advancement of the poorly visualized aviator balloons toward the poorly visualized embolic protection device appears to have resulted in the device interaction and subsequent withdrawal difficulty. As outlined in the instructions for use, in addition to the two radiopaque marker bands within the balloon which indicate the dilating section of the balloon and aid in balloon placement, the 142 cm aviator plus has two proximal shaft markers located 90 cm and 100 cm from the distal tip. Both markers indicate the relative position of the catheter tip to the distal end of the guiding catheter. It is not known if insufficient space between the position of the embolic protection device and the lesion contributed to the reported device interference.